Manufacturer narrative:
P-cap or reservoir locks properly into place. Device received with a blank display anomaly due to burned electronic components. Unable to perform functional test including self test, sleep current measurement, active current measurement and displacement test due to blank display.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they experienced high blood glucose level of 500 mg/dl. The customer treated with food and glucose tablet. Customer's other blood glucose value was 376 mg/dl and 62 mg/dl. Customer declined to troubleshoot for high readings. Customer mentioned that it was not insulin pump¿s fault for high and low blood glucose level. Customer also reported cosmetic damage to the insulin pump. Customer was advised to change the infusion set, reservoir and insulin and to treat per healthcare professional's recommendation. The device will be returned for analysis.